Event description:
It was reported that the device displayed no sensor inserted during a sensor session. The sensor was inserted into the abdomen on (B)(6) 2024. Product was evaluated and the allegation was undetermined. An external visual inspection was performed and passed. The allegation was confirmed due to the readings froze. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).